Event description:
It was reported the customer experienced an elevated blood glucose (bg) level displayed as high; cause was not known. Customer delivered a correction bolus via pump to address bg level. Customer declined further troubleshooting. Multiple attempts were made to follow up with the customer regarding customer's bg level; however, no response from the customer was received.